Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 2.5965 mg/day) and clonidine (1000 mcg/ml at 519.3 mcg/day) via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs) and spinal pain. On (B)(6) 2019 it was reported that the patient had complained of frequent nausea. The event date was asked, but unknown. The patient said she had it pretty constantly and the boluses help relieve it for a couple of hours. She had noticed that the nausea worsened in general as it came closer to her pump refill date. After refills it was better and then began to worsen as time went on. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There had been no known diagnostics or troubleshooting performed. The physician was opting to electively replace the pump and it was currently scheduled for (B)(6) 2019. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.